Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The reporter indicated that the patient had implantable neurostimulator (ins) replaced and believed it was just sort of dead, not working properly. The reporter indicated that there was symptom. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.